Event description:
It was reported that coil protruded from the catheter's tip during removal. The target lesion was located in the moderately tortuous internal iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the catheter and the procedure was completed with a different device. No patient complications were reported.